Manufacturer narrative:
(B)(6). The stent was implanted and it is indicated that the delivery system device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) and stenting procedure, deployment and removal difficulties were encountered. The lesion was located in the moderately calcified right external iliac artery; the percent of the stenosis is unk. The epic self- expanding nitinol vascular stent with delivery system was advanced over a non-bsc guide wire. The epic self-expanding nitinol vascular stent crossed the lesion and was deployed; however, the physician noted that the proximal end, approximately 1 cm length, did not expand into position. Withdrawal resistance of the epic self-expanding nitinol vascular stent with delivery system was encountered; however, the device was successfully removed intact. A non-bsc balloon was advanced through the stent, dilated at 10 atms and the stent fully expanded. The stent was successfully implanted and the procedure was completed. No pt injury or complications were reported. The pt's condition during the post-procedure was reported as "good." Reportable in u.s., however, device is only ous approved but similar to a marketed u.s. Device.